Event description:
The customer reported that they had a speaker malfunction, and sound was not confirmed at time of report. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Date of report 12may2021.

Event description:
The customer reported that they had a speaker malfunction, and sound was not confirmed at time of report. It is unknown if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.